Event description:
During a laparoscopic assisted distal gastrectomy procedure, the staples were malformed at the first firing. Another like device was used to complete the case. There was no adverse pt consequence.